Event description:
It was reported by the attorney that in 1994 the plaintiff underwent back surgery in which vicryl sutures were used. Attorney alleges that plaintiff sustained unspecified serious injuries and infection, which necessitated subsequent hospitalization, surgery and aftercare. No other info was provided.